Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pressure rated extension set, IV connect leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: caller states they have noticed a change in the male luer lock on product code mz5309. Caller states they are having connection issues and it causing leaking.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz5309 lot number 22099131 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd pressure rated extension set, IV connect leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: caller states they have noticed a change in the male luer lock on product code mz5309. Caller states theyare having connection issues and it it causing leaking.